Event description:
The manufacturer received information alleging an issue related to a bipap device's sound abatement foam. There was no report of patient harm or injury this issue was reported to the FDA per 21 cfr 806. The device will be corrected per res 88058.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging patient states over time has had additional problems with breathing, sinus problems, spoke with dr and he has order a chest xray does have particles in the water and tube related to a bipap device's sound abatement foam. There was no report of serious or permanent harm or injury. The device was returned to the manufacturer's service center for further evaluation. The device was evaluated and found no evidence of sound abatement foam degradation or breakdown. Limited investigation was performed due to the discovery of insect contamination. Dust/dirt contamination buildup around the air inlet. 2,655.1 blower hours, and 2,605.3 therapy hours were logged. 2,655.1 machine hours were logged. 26 instances of stop error e-200 (err_rtos_abort_error) were logged prior to pil receipt and 5 instances of reboot error e-190 (err_lcd_ID_error) as well as 1 instance of reboot error e-20 (err_motor_spinup_flux_low) were logged during testing. Recommended action if the unit was not infested with bugs would be to replace the pca. Care orchestrator data was unavailable. Contamination appearing consistent with insect infestation was observed on the interior of the device enclosure and blower box. Evidence of water ingress observed in the blower box, suggesting the use of non-distilled water in the humidifier water chamber. Dark contamination appearing consistent with keratin contamination observed in ER (B)(4) v1. Confirm the presence of contamination throughout the airpath suggesting an external source. The logs were reviewed by the manufacturer. There were 02 errors found. The manufacturer concludes that they could not confirm the customer's allegation and there was no visible foam degradation.